Event description:
It was reported the insulin pump alarmed motor error. Customer's mother stated blood glucose was good. The device was not dropped, bumped, nor exposed to an electro magnetic field. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.